Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material exiting from the air/water nozzle. When the customer passed the brush through the air/water valve, a lot of force was needed to get it through. The issue occurred during reprocessing. There were no reports of patient harm.